Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels ranging from 523-527 (mg/dl). A bolus was delivered to address bg level. Reportedly, the pump time was inaccurate and the customer received an inaccurate amount of insulin prior to the customer's time of the meal. The contact successfully adjusted the pump time.